Manufacturer narrative:
(B)(4). Year of birth: 1955. Concomitant medical products: unknown femoral component. Unknown tibial tray. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient experienced swelling and decreased mobility of the operated knee. Knee mobilization was performed under anesthesia approximately 3 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 183006tnbn tinbn coated vanguard cr interlok femoral component 62.5mm right. 141252tnbn polished finned 1 piece tibial tray 67mm coat. Tinbn. 4711500396 optipac rbc 60.

Event description:
No further event information available at the time of this report.